Manufacturer narrative:
The device was received undeployed. Rotational sensor abnormalities were observed in the download data causing first prime to end early and the firing flat not being properly lined up by the end of second prime. The rotational sensor malfunction was confirmed to have caused the reported event. Damage was observed on the commutator cap. Rerun of the device did not replicate the rotational sensor errors. It could not be conclusively determined if this damage contributed to the abnormal rotational sensor data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The patient's blood glucose levels rose to 105 mg/dl and the pod was not worn.